Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for non-sustained oversensing on the ventricular channel. Upon interrogation, it was found that the device was oversensing myopotentials. Programming changes were made. Patient was given a merlin remote transmitter. Device remains implanted.